Event description:
The advocate stated her husband received a blood glucose reading of 228mg/dl on the contour meter, re-tested on a different meter and the reading was 112mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided. A new kit was sent to the customer.